Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. After inserting the sensor, the patient went outside to chat with his son. The patient was leaning on a truck and about an hour after the insertion, he noticed bleeding on his shirt. He rested and applied ice packs, which slowed the bleeding but did not stop it. After two hours of bleeding he drove to the emergency room (ER) and received two stitches at the needle puncture site. The patient also reported having received heparin (blood thinner) for his dialysis that was done 24 hours prior. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.